Manufacturer narrative:
Ventec completed an evaluation of the device and observed evidence of nebulizer fluid having entered the device which contaminated multiple critical components including, but not limited to, its main control board. Additionally, ventec observed physical damage to multiple device components. As a result of the extensive contamination from the nebulizer fluid, ventec was unable to repair the device. The device was labeled not for patient use and will not be returned to the field. The cause of the event is attributed to user error for not following the recommendations for nebulizer use with a passive circuit to keep secretions from contacting the passive exhalation valve. It has been observed from previous complaint(s) that when using the nebulizer with a passive circuit and no filter, the nebulizer medications may accumulate on the valve and affect device performance, resulting in a check patient circuit alarm. The clinical manual states: "note: if a passive ventec one-circuit is used, ventec life systems recommends connecting a filter between the distal end of the circuit and the nebulizer tee to ensure nebulized material does not collect in the passive valve and obstruct airflow." It's reasonable to determine that the customer was not utilizing a filter based on the extensive amount of nebulizer fluid that had entered the device.

Manufacturer narrative:
Ventec performed an initial evaluation of the device and observed that it was alarming and inoperative. Ventec continues to investigate the reported issue and will submit a follow-up report when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was cycling power by itself (reboot) while a respiratory therapist (rt) was attempting to complete a nebulizer treatment with a patient. When the device rebooted, the screen was continuously flashing. The rt had to perform a hard reset in order to power the device off. There was patient involvement associated with the reported event. The rt placed the patient on a backup ventilator to continue care. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.